Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
During advancement of a non-csi guide wire to the 95% stenosed target lesion in the right coronary artery, the patient coded. Advanced cardiovascular life support (acls) was performed and a ventricular assist device was placed. The lesion was then treated with multiple passes of a coronary orbital atherectomy device (oad) on low speed. Following treatment with the oad, balloon angioplasty was performed and a stent was placed. Following removal of all devices, the patient coded again. Acls was performed and the ventricular assist device was reinserted to stabilize the patient. The patient was transferred to a recovery area, however it was reported that the patient later expired. The cause of death was not provided to csi, however per the opinion of the physician a csi device did not cause or contribute to this event. The physician has not yet provided a statement about his medical reasoning for ruling out csi. If the reasoning for ruling out csi product is provided, a good-faith request to rescind this report will follow.